Event description:
It was reported that in-clinic, the right atrial lead exhibited noise in the bipolar configuration. An increase in atrial capture threshold was also noted. The device was reprogrammed. The patient was asymptomatic and would be monitored.